Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood. Electrical tests did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported for implant of the right ventricular lead. During the procedure the lead was positioned and tested. High pacing impedance was measured at twice the upper limit. An attempt was made to reposition the lead. However, the issue persisted. A replacement lead was used to complete the procedure. There were no adverse patient consequences.